Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the ins recharger won't charge. Caller said the green light was on the desktop charger (dtc). They unplugged the pin and replugged it in and the screen came on then went off. Caller said he has to squeeze the connector pin. Caller said the patient shakes every day and he is shaking worse because he can't charge his implant. The connector pin is loose. No out of box failure was reported. No symptoms were reported. A replacement was sent to the patient. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event description was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient has experienced a return of tremors. The caller is not with the patient to troubleshoot. Rep called because she received a call from patient's brother who said they are unable to charge the patient's ins. Rep said the brother charger to 75% last week. Rep doesn't know patient info and the brother will call the rep back. No further complications were reported or anticipated with this event. Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the ins recharger won't charge. Caller said the green light was on the desktop charger (dtc). They unplugged the pin and replugged it in and the screen came on then went off. Caller said he has to squeeze the connector pin. Caller said the patient shakes every day and he is shaking worse because he can't charge his implant. The connector pin is loose. No out of box failure was reported. No symptoms were reported. A replacement was sent to the patient. No further complications were reported or anticipated with this event. Additional information was received from the manufacturer representative indicating that the patient first started to experience the inability to charge first started in (B)(6) 2018. Actions/interventions included a confirmed problem with the charging system. The cause of the return of the tremors and unable to charge was due to the battery not being charged. The issue was resolved. This information was confirmed by the physician.